Event description:
The patient had a revision because the implantable neurostimulator (ins) slipped in the pocket. During the revision, the health care professional (hcp) put a mesh dacron pouch around the ins. The patient developed redness at the incision site. The hcp felt the patient may be allergic to the dacron pouch; the hcp did not think there was an infection. Additional information has been requested, a follow-up report will be sent if additional information becomes available.